Event description:
It was reported that during surgery, the surgeon used the 3.5mm drill for drill of lumbar vertebra. However, during the drill, the drill bit broke. Therefore, the surgeon removed the broken drill bit from the patient bone. The surgery was completed.

Manufacturer narrative:
Method: device history review; visual inspection; complaint history review; material analysis; risk assessment; labeling review; additional document review results: materials analysis was performed and the part was found to meet the requirements on the drawing. The fracture mode was ductile overload. The lot number on the drill bit revealed a 2004 manufacture date. The product has been in service for approximately 10 years. Therefore, the likely root cause is due to normal wear over time. Conclusion: the likely root cause was determined to be normal wear over time.

Event description:
It was reported that during surgery, the surgeon used the 3.5mm drill for drill of lumbar vertebra. However, during the drill, the drill bit broke. Therefore the surgeon removed the broken drill bit from the patient bone. The surgery was completed.